Event description:
A dr put filshie clips on my fallopian tubes (B)(6) 2015 and within three weeks of them being put in, I started having pelvic pain, painful intercourse and bleeding after sex, un-explainable weight gain, severe bleeding with half dollar sized clots and severe pain during periods that lasted up to 14 days during most cycles. The clips felt like they were pinching and I kept feeling like something sharp was scraping down the front of my interior pelvic wall. I have had migraines, many days where I couldn't go to work or get out of bed or move. I was told by the dr that put them in that there are no complications with filshie clips, but I never had any of the symptoms I have stated until after the dr put them in. I had a partial hysterectomy. On (B)(6) 2018 after suffering for the last 3 1/2 years from the filshie clips and all of the symptoms I have had for the last 3 1/2 years have stopped. The dr that removed my filshie clips commented that the clips were much larger than he thought they would be. He has removed many of these filshie clips and he was shocked at the size of mine. That comment alone was enough to confirm that something isn't right with these clips. They are not safe and should be recalled as soon as possible. If I would have known the clips would have caused all of these problems I would have refused them. I have now lost my body parts to these medical devices and I am not okay with that. I have collected my medical records.